Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An certain® titanium hexed screw (iuniht) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. A fracture was not observed. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 08/18 & biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 information identified: applicable information can be found in the torque matrix - internal connection, precautions, and potential adverse events. Section. Complainant reported that the screw fractured in the patient's implant. The screw was removed with no damage to the implant. Visual inspection of the returned product found no fracture. The reported complaint of a fractured screw could not be confirmed. A root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iuniht abutment screw fractured in the implant. The fragment of fractured screw was removed and the implant was not damaged.